Event description:
The patient reportedly experienced facial nerve paralysis after implant surgery. The paralysis is gradually improving. Advanced bionics is in the process of gathering more information. Once more information is received a supplemental report will be submitted.